Event description:
On july 8, 2008 the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was reverting to the set up mode. The medical affairs specialist spoke with the pt in july 16, 2008 and obtained the following info. The pt reported that the alleged issue began approx 1 week prior to contacting lfs. On the morning of six days prior to original date, the pt allegedly noticed that the subject meter was displaying the time instead of the "apply sample" symbol and therefore unable to test. As a result of the issue, the pt reportedly decided to decrease his dose of glipizide (took 2 pills a day instead of 4). On an unspecified date/time, after the reported issue began, the pt claimed he became "thirsty." The pt contacted his doctor and was advised to start taking his usual dose of glipizide (4 pills a day) in addition to taking a 30 mg pill of actos. The pt mentioned the symptom subsided after going back to his regular dose of medication. At the time of troubleshooting, the pt confirmed to the customer care advocate (cca) that he had recently replaced the battery. The cca walked the pt through confirming the meter settings. Replacement products were sent to the pt. The complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.